Event description:
Introducer was advanced into pt's vein, attempt to remove guidewire with dilator. Approx 3/4 way out, it stopped coming out. Repositioned arm, massaged arm, unsuccessful. Dilator removed with wire broken in two pieces smaller piece left in vein. Confirmed with x-ray. Piece (wire) removed surgically.